Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video gastroplasty, at the time of the shot, the load "locked" without performing the firing. Another device was used to complete the case. There was no patient injury.